Manufacturer narrative:
Field retained device.

Event description:
A company representative reported that a navigated kwic needle fractured intra-operatively and became stuck inside the patient's pedicle. The procedure was completed successfully using a slap hammer to remove the needle with a 15 minute surgical delay and no reported adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a navigated kwic needle fractured intra-operatively and became stuck inside the patient's pedicle. The procedure was completed successfully using a slap hammer to remove the needle with a 15 minute surgical delay and no reported adverse consequence to the patient.